Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-aug-2019 with the following findings: during investigation, the pump was unable to power on or download history data. Investigation revealed a leak in the pump due to a crack in the pump case. The pump was opened and moisture and moisture corrosion was found inside the pump: on the display and on all circuit boards. The complaint of a battery life issue was not able to be fully investigated, however, moisture was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that there were water drops behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in an inability to use the product which may lead to long term cessation of delivery.